Event description:
It was reported that during a hysteromyoma procedure, the shaft was detached off from the proximal part of the device. Another device was used to complete the case. There were no adverse consequences to the pt.

Manufacturer narrative:
(B) (4). (B) (4). Info anticipated, but unavailable at this time.